Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap colon. According to the reporter: during use, the metal pin disengaged from sponge. There was no report of pieces falling into the cavity. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating room time: unk. No pt injury was reported. Pt status: ok. No further pt info available.